Event description:
It was reported that the hand piece began leaking an oily fluid during set up. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The hand piece has not yet been received at the MFR for testing. A follow-up report will be submitted after the quality investigation has been completed.